Event description:
On (B)(6) 2011, a customer called to request assistance with setting up his freestyle lite glucose meter. The customer reported he "got the meter but was unable to test and ended up with symptoms". As a result of this issue, the customer reported that during "the first week in (B)(6)", 2011 (exact date not specified), in the morning, he experienced symptoms of "dizzy, light-headed, blurry vision, weak, nervous". The customer stated that he "passed out for a few minutes", experiencing a loss of consciousness. No third-party medical intervention was reported. The customer reported self-treatment with insulin (type/dosage not specified), and unspecified prescription "pills", in addition to "juice and candy". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The product issue is related to training on meter set-up. No product investigation is required. Note: the date of the event is unknown.